Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 107mg/dl, 175mg/dl. Tests were done within 10 minutes with a difference of 43%. Patient did not experience any adverse events. No further information has been reported. Note: in the potential medical tab it was documented that, "diabetic educator performed control solution test using the ultra control solution and results tested within range at 231/180-265 mg/dl.